Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula has to date not been received by fisher & paykel healthcare for evaluation. Our investigation is based on information and photographs provided by our (B)(4) staff and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the distal connector had become detached from the cannula tubing. Conclusion: disconnection of the cannula tubing is most commonly caused by pulling on the cannula tubing with undue force. It was confirmed that the cannula had been in use for several days before the reported incident. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares; cannula can become unattached if not used with the head strap clip; attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy; failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in the (B)(4) reported that two opt944 nasal cannulae broke on the same patient on two different days. This occurred after several days of patient use. The hospital could not provide a date for the first incident. The patient desaturated but recovered when the cannula was replaced.